Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked reservoir window, missing end cap sticker, cracked battery tube threads, cracked case near the display window corners which were found during visual inspection. There was no button response and the button error alarm occurred due to corroded keypad traces.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 467 mg/dl. Customer advised they were stressed out and that was the reason for their high blood glucose. Troubleshooting for keypad anomaly was performed. Customer they removed the battery from the insulin pump because the alarm was driving them crazy. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer states a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.